Event description:
It was reported that suture placement in the left common femoral artery was attempted with two prostyle devices using the pre-close technique via an 8f sheath hole prior to an impella interventional procedure. Reportedly, pre-placement of the first prostyle suture was successful. However, when attempting to place the second prostyle device, a suture break occurred. The suture of a new prostyle device was successfully pre-placed. The impella procedure was completed. Hemostasis was achieved with the pre-placed first and third prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported suture break was confirmed as a needle to cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.